Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Product return requested.

Event description:
It was reported that during a acl procedure, the blade broke in multiple pieces where it attaches to the saw. It was also reported that an x-ray was taken to ensure the broken pieces were not left behind in the patient. It was further reported there was a 30 minute delay as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was returned to the manufacturer for evaluation. A device history review was completed and all manufacturing specifications were at the time of manufacture of this blade. All measurements performed on the blade met part print specifications. A contributory factor to the blade breakage may have been high bone density. Based on review of the information provided in relation to this reported event, the root cause of this event is undetermined.

Event description:
It was reported that during a acl procedure, the blade broke in multiple pieces where it attaches to the saw. It was also reported that an x-ray was taken to ensure the broken pieces were not left behind in the patient. It was further reported there was a 30 minute delay as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.